Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures using a different model iol in each eye, he has experienced a vision imbalance. The consumer reported that he experiences a visual disturbance especially while reading and performing close visual activities such as desk work. In a f/u, the surgeon reported a posterior capsule opacity has been observed. There are two medical device reports associated with this event. This file is for the left eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis; lens remains implanted. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionaire was received. (B)(4).